Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received autosoft t:lock infusion sets with luer lock cartridges from a distributor and the customer had difficulty connecting the two. Reportedly, the customer reverted to manual injections until the correct supplies are received from the distributor. Blood glucose (bg) was 530 mg/dl with high ketone levels and bg was addressed with a manual injection.